Event description:
Spontaneous call. Pump malfunctioned with error code "1610'' per patient. Patient safely continued infusion using back up pump. Replacement pump in route. No further information. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual device available for investigation? Yes. Did we[MFR] replace device? Yes; did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. "Pump return box md." Reported to (B)(6) by pt/caregiver.